Manufacturer narrative:
The investigation determined the service actions of replacing the measuring cell resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the measuring cell and performed performance testing with acceptable results.

Event description:
The initial reporter received questionable elecsys hcg test system results for two patients tested with a cobas e411 rack. On (B)(6) 2020, the initial hcg results were reported outside the laboratory. On (B)(6) 2020, the customer performed repeat testing with the same samples for confirmation due to doctors questioning the results. Patient 1' s initial hcg result was 7.9 iu/l, and the patient's repeat result was 1.6 iu/l. Patient 2' s initial hcg result was 62.3 iu/l, and the patient's repeat result was "<1 iu/l." The repeat results were determined correct and correlated with the clinical status of each patient. No treatment was provided based on the initial results. The hcg reagent lot number was 458045 with an expiration date of 30-jun-2021.